Event description:
Additional information received reported that it was believed the revision took place on (B)(6) where the pump was emptied of saline, repositioned and filled with drug. It was further noted that device position was not an issue. The seroma caused movement. The pump was found flipped in pocket at time of surgery. The pump was flipped back over and secured. The pump was filled with meds, bupivacaine @ 10mg/day. The patient didn¿t have meds put in pump at initial implant, so there were no symptoms from this except for seroma. It was noted the patient mentioned that they were doing well, healing , no seroma at the time of the report.

Event description:
It was reported, the pump flipped. Diagnostics included x-rays. The pump was filled with preservative free saline. There were no patient symptoms associated with the event. It was reported that the patient had large seroma over the pump. The healthcare provider aspirated 46cc¿s of seroma. The patient status at the time of the event was indicated as alive, no injury, waiting for surgical date to open the pocket and flip the pump back over. The patient was being scheduled for a pocket revision of flipped pump, the date to be determined. The patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).